Event description:
After essure I developed heavy periods causing anemia, severe pelvic pain before periods, I have symptoms of an autoimmune disease but no dr can figure out what's the issue. FDA safety report ID # (B)(4).